Event description:
It was reported that an ilet user experienced persistent hyperglycemia around 251 mg/dl for approximately seven hours despite correction boluses, with no device alerts, and the user was instructed to replace the infusion set. The user reported using an inset with a 23-inch tubing and did not observe a bent cannula. Symptoms included hyperglycemia. Outcomes included continued monitoring. Investigation included customer symptom review and troubleshooting education with infusion set replacement guidance. Investigation of this case revealed that the cause of the elevated glucose remained unclear. It was concluded that the event was non-serious with no reportable injury and that the underlying cause could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.